Event description:
It was reported that during an implant procedure, the superion indirect decompression spacer prematurely disengaged from the inserter becoming laterally displaced. The physician decided to abort the procedure, and the patient did well postoperatively. The spacer was discarded by the facility; therefore, a physical analysis could not be conducted in our laboratory.